Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 4.00x32 synergy ii drug eluting stent was advanced to treat the lesion. However, during procedure when the stent was inserted into the non-bsc guide extension catheter, it was damaged. An apex balloon and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent that were crushed, stretched and bent with fibrous foreign material intertwined around struts raised and pulled from the balloon profile. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 4.00x32 synergy ii drug eluting stent was advanced to treat the lesion. However, during procedure when the stent was inserted into the non-bsc guide extension catheter, it was damaged. An apex balloon and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was fine.